Manufacturer narrative:
Old foot switch removed; system reconfigured for new foot switch. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the old foot switch was defective; removed and replaced with new configuration on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.